Event description:
The hcp reports the patient presented in 07/2005 with fever, redness drainage, pain, incisional wound opening, and meningeal signs and symptoms. A culture of the device pocket, lumbar region, and cerebrospinal fluid was positive for "enterobacter cloacae and enterobacter faecelis." The patient was diagnosed with meningitis and treated with IV antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal. The patient had a risk factor of smoking.